Event description:
Patient reports having had persistent symptoms of an allergic response since surgery was performed using a depuy spine bengal cage and healos bone graft replacement. Patient reports it was initially believed that the wound-closing adhesive that was used was causative. However, the adhesive is no longer present and the symptoms have persisted. No intervention has been performed at this time. See mfg medwatch report no. 1526439-2012-00090 for the healos product that was also involved in this event.

Manufacturer narrative:
Additional information: no product is available for evaluation. Review of the device history records cannot be performed as the lot codes are unknown. The surgeon examined the patient and considers skin lesions to be a form of erythema multiforme or chronic/relapsing urticaria. He reports that erythema multiforme occurs within days of exposure, often to drugs. Reports chronic/relapsing urticaria is an allergic reaction. As noted in the healos IFU, a small number of patients may experience immunological reactions to this device that generally consist of transient localized edema, swelling, and rash. Surgical intervention has not been performed. No conclusions can be made as to the cause of the patients allergic response symptoms.

Manufacturer narrative:
Information is limited at this time. Surgical intervention has not been performed. No conclusions can be made as to the cause of the patient's allergic response symptoms. Device remains in patient.

Manufacturer narrative:
Date of this report added.